Event description:
It was reported that the patient presented for a procedure. It was discovered that the right ventricular (rv) lead exhibited loss of capture and sensing. The rv lead was successfully repositioned. The patient condition was unavailable.